Manufacturer narrative:
Analysis found that the handpiece came in making a grinding noise in the collet and the motor. Temperature test could not be performed due to corrosion and seized motor, therefore the customer's complaint of overheating could not be confirmed. The handpiece was unrepairable due to corrosion and is going to be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that the stylus touch handpiece was overheating significantly. There was no patient or staff impact.